Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy : ectopic'), device dislocation ('migration') and abortion of ectopic pregnancy ('abortion of ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included live birth (date of the birth: (B)(6) 2000, (B)(6) 2001, (B)(6) 2004, (B)(6) 2008, (B)(6) 2010, recurrent abortion (2002, 2006, 2007) and termination of pregnancy. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2004 to 2006. Concurrent conditions included acid reflux (oesophageal), incontinence, tonsillitis and malaria. Concomitant products included omeprazole magnesium (prilosec). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/right side"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). In 2012, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant), menorrhagia ("menorrhagia heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia bleeding b/w periods"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs."), cystitis ("bladder infect."), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia painful sexual intercourse") and iron deficiency anaemia ("anemia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, abortion of ectopic pregnancy, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight increased, dyspareunia, iron deficiency anaemia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 5. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping),pelvic/ abdominal, back pain, psych injury, bladder probs.,urinary probs.,bladder infect, uti, vag. Infect, vag. Discharge. Plaintiff currently planning for essure removal. Plaintiff have another pregnancy (stillbirth or miscarriage) in dated (B)(6) 2019 and case should be created. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: pfs received. New events abnormal bleeding (vaginal), abortion of ectopic pregnancy was added. Event onset date was updated. Concomitant condition, concomitant drugs, reporter, patient demographics was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy : ectopic'), device dislocation ('migration') and abortion of ectopic pregnancy ('abortion of ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included live birth (date of the birth: (B)(6) 2000, (B)(6) 2001, (B)(6) 2004, (B)(6) 2008, (B)(6) 2010), recurrent abortion (2002, 2006, 2007) and termination of pregnancy. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2004 to 2006. Concurrent conditions included acid reflux (oesophageal), incontinence, tonsillitis and malaria. Concomitant products included omeprazole magnesium (prilosec). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/right side"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). In 2012, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs."), cystitis ("bladder infect."), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and iron deficiency anaemia ("anemia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, abortion of ectopic pregnancy, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight increased, dyspareunia, iron deficiency anaemia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 5. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping),pelvic/ abdominal, back pain, psych injury, bladder probs.,urinary probs.,bladder infect.,uti, vag. Infect., vag. Discharge. Plaintiff currently planning for essure removal. Plaintiff have another pregnancy (stillbirth or miscarriage) in dated (B)(6) 2019 and case should be created. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), ectopic pregnancy with contraceptive device ('pregnancy : ectopic') and abortion of ectopic pregnancy ('abortion of ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included live birth (date of the birth: (B)(6) 2000, (B)(6) 2001, (B)(6) 2004, (B)(6) 2008, (B)(6) 2010), recurrent abortion (2002, 2006, 2007), termination of pregnancy, ovarian cyst and kidney infection. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2004 to 2006. Concurrent conditions included acid reflux (oesophageal), incontinence, tonsillitis, malaria, right lower quadrant pain, abdominal pain, gerd, ache, uti, gastric ulcer, cholecystitis, constipation, fatigue, malaise, sore throat, swelling of feet, ear pain, nausea, fever, panic attack, obstructive sleep apnea syndrome, sore back, urinary frequency, pneumonia, bronchitis, covid-19, peptic ulcer disease, fibroids, arthralgia multiple, myalgia and acute pyelonephritis. Concomitant products included aluminium hydroxide;magnesium hydroxide (maalox), bupivacaine, ceftriaxone (rocephin), ciprofloxacin (cipro), ergocalciferol (drisdol), esomeprazole, hydromorphone hydrochloride (dilaudid), ibuprofen (motrin), ketorolac tromethamine (toradol), levofloxacin (levaquin), omeprazole magnesium (prilosec), ondansetron, ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet), phentermine, ranitidine hydrochloride (zantac), sodium chloride, sucralfate and tranexamic acid (lysteda). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/right side"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). In 2012, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs."), cystitis ("bladder infect."), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and iron deficiency anaemia ("anemia"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (exploration laparoscopy; hysterectomy total vaginal laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight increased, dyspareunia, iron deficiency anaemia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 5. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping),pelvic/ abdominal, back pain, psych injury, bladder probs.,urinary probs.,bladder infect.,uti, vag. Infect., vag. Discharge. Plaintiff currently planning for essure removal. Plaintiff have another pregnancy (stillbirth or miscarriage) in dated (B)(6) 2019 and case should be created. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received new reporter information was added. Medical history and concomitant drug was added. Removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs."), cystitis ("bladder infect."), urinary tract infection ("uti"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, headache, hormone level abnormal, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping),pelvic/ abdominal, back pain, psych injury, bladder probs.,urinary probs.,bladder infect.,uti, vag. Infect., vag. Discharge quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury to herself were updated to dysmennorhea (cramping), pelvic pain, abdominal pain, back pain, metorhagia (bleeding b/w periods), psych injury, pregnancy : ectopic, device ineffective, bladder probs.,urinary probs.,bladder infect.,uti, vag. Infect., vag. Discharge, fatigue, gi conditions, hormonal changes, headaches, nausea, weight gain, she did not undergo essure confirmation test. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy : ectopic'), device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs."), cystitis ("bladder infect."), urinary tract infection ("uti"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia (seriousness criterion medically significant) and iron deficiency anaemia ("anemia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight increased, dyspareunia, menorrhagia and iron deficiency anaemia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping),pelvic/ abdominal, back pain, psych injury, bladder probs.,urinary probs.,bladder infect.,uti, vag. Infect., vag. Discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: plaintiff fact sheet received: new events - dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.